Event description:
New information reported on mar 8th, 2018, states that the lead was explanted and replaced successfully. The patient was fine post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic check up. The right ventricular lead exhibited high pacing threshold resulting in loss of capture and increasing pacing lead impedance. No other electrical anomaly is noted. The patient was reported to be experiencing hypotension. No intervention was performed.